Event description:
Customer alleges oxygen is not being provided. No alleged injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model irc5po2v, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1143482 rev e (nov-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the concentrator was not filling the home fill tank. The dealer observations: the concentrator runs as excepted until it is plugged on the home fill transfill line and turn on the home fill compressor. The compress starts to fill the tank when the liter flow meter ball drops by 1lpm and the pressure drops to 4 psi. The light comes on the concentrator. The device is being returned for investigation and evaluation by invacare.